Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller is physician working with patient in ER. Caller trying to communicate with ins so they can check stimulation status and possibly turn stimulation off because patient reported getting overstimulated. Caller able to connect to communicator but not to ins. Caller could palpate the ins easily. Had caller do hard shut down of handset with no resolution. Tried moving around communicator but no resolution. Caller tried to connect using clinician app but ins still not connecting though ins serial number was coming up correctly during the flow. Ultimately had caller bring patient into hallway by ER room and then they were able to connect fine with ins (nothing further done in app and it was exited). Had caller then connect using handset and this was done successfully. Stim was showing on. Physician working with patient in ER. Caller initially indicated that pt was getting overstimulated and continually urinating, which started today. Patient stated that the system had "fired" 6 times since she left home today (which was about 1.5 hrs ago). Patient was asked for clarification and patient indicated that she had urinated 6 times since leaving home. Once the caller was able to communicate with ins, the ins was showing as being on and patient could feel the stimulation though patient doesn't typically feel her stimulation. Patient says she fell two times in the last month and had to go to the hospital but patient had not fallen recently when she experienced this change (today) in her symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was asked to clarify the statement: able to connect when moved to ER hallway due to interference. They reported that they were having device issues. The cause of not able to connect with the ins was not determined. It was unknown what most likely caused or contributed to this issue. They did not respond when asked what steps were taken to resolve the issue but they reported that the issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.